Event description:
Information was received from a patient (pt) regarding an external device. It was reported that she cannot charge the implantable ne urostimulator (ins). Pt states she only sees 'checking the recharger' 'looking for device' 'no device found' and 'unable to recharge' screens. Pt talked to a manufacturer representative (rep) two days ago and they tried removing battery but found no resolution. Te chnical services (tss) had caller attempt to charge ins while on the line and no connection could be made. Pt states she has had a migraine the past two days because she is without therapy and she is reliant on the stim. A replacement recharger telemetry module (rtm) was sent out. Pt called back and stated they received their replacement recharger cord and they were charging their implant but the implant battery didn't increase even though the quality was at recharging excellent. During the call patient services (ps) walked pt through removing the battery pack and plugging controller into the ac power supply cord; pt confirmed controller powered on. Pt inserted the battery pack and confirmed green light was flashing above the screen. Pt then connected the recharger cord and confirmed recharging excellent. Pt noted their implant was at 30%. Ps advised pt to monitor the issue and to call back if their implant battery was not increasing. A replacement controller was sent out. Additional information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). It was reported that they received a replacement controller, but still couldn't recharge their implanted neurostimulator (ins). Patient services specialist (pss) confirmed the pt was using the replacement controller and replacement recharger antenna (rtm) from this case. Pt noted they recharged their ins battery to 40-50% and they saw a red alert after trying to recharge their ins for 1 hour. Pt confirmed they didn't have any recent falls or traumas. Pss had the pt reset their controller, and they noted when they removed the battery pack, their stimulator went off intensely and the stimulation hurt. Pt initiated a charge session to their ins with excellent recharge quality. Pt noted their controller battery was at 50% and their ins battery was a red triangle (low). Patient services (pss) reviewed the external equipment was functioning as intended. Pss re-directed the pt to their healthcare provider (hcp) to further address the issues.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.